Event description:
This rv lead was implanted on (B)(6) 2004 and remains implanted at this time. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6). A call to technical services on 4/3/2013 states that patient has oversensing and underpacing with 100 rvp% 20 ap%. Patient was blowing leaves with blower and passed out. Patient now in hospital. Patient had stress test and then was walking around the hospital floor. At that time they noted oversensing and pacing inhibition, with asystole >2 sec, sales representative sent in strip. Sales representative confirmed that patient was just walking at time and they weren't doing threshold test. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).